Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude ((B)(4)) in united states on 18-may-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007. Consumer reported that she had essure placed in an outpatient hospital procedure and less than 6 months following its placement, she began to notice increased abdominal cramping outside of menses, and intensified during menses. She experienced this consistently with moderate to sometimes severe pain. Menses were at times heavier than prior to the placement. During physical activities like exercise the pain intensified making it difficult to finish. Consumer also reported sexual intercourse was painful, with a tight squeezing and stabbing sensation starting on both sides of her pelvic region and lasting for more than an hour after. She did not have these issues until she had essure implanted. She was told by a doctor she was experiencing allergic reaction to the coils so she found a doctor who would remove the coils, and had the procedure on (B)(6) 2011. She mentioned that she was miserable for the 4 years they were implanted. Due to unavailable reporter contact information, no follow up is possible. Ptc investigation result was received on 22-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increased abdominal cramping outside of menses/ moderate to sometimes severe pain, and intensified during physical activities like exercise (interpreted as abdominal pain), and an allergic reaction to the coils. These events were considered serious due to medical significance and they are listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case, the consumer started experiencing the abdominal pain less than 6 months following insertion. Considering the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In the present case, no information on medical history was provided. It is not known whether the consumer had a history of metal allergy. No typical allergy symptoms were reported. However, given the nature of the event allergic reaction to the coils, causality with essure cannot be totally excluded. Also, non-serious events were reported. This case was regarded as incident since the consumer underwent removal of the coils (intervention implied). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up is not possible due to unavailable reporter contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.